Manufacturer narrative:
The device was not returned to olympus for evaluation. No additional information was provided by the customer. Based on the investigation, the mu-1 was dropped and the power cord port broke; the event occurred as a result of user's mishandling. The results of the DHR review confirmed that there was no abnormality in manufacturing, concession, and variation. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the facility's maintenance unit (mu-1) dropped on the ground and the power cord port broke. There was no report of patient involvement.